Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a planned implant removal surgery, the head of 3 screws broke off during the removal process. The surgeon chose not to remove the remaining screws and they were left implanted in the patient. No further information is available at this time. This is report 2 of 3 for complaint (B)(4).